Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the increased battery consumption from this implantable device. Ts reviewed the data and confirmed the device battery was depleting normally due to the patient's persistent atrial arrhythmias. It was also stated the right atrial (ra) lead previously exhibited varying threshold and impedance measurements, the latter of which resulted in a lead safety switch. Impedance and threshold variations, as well as over-sensing, was also noted from the right ventricular (rv) lead. Ts recommended performing provocative maneuvers in-clinic to assess the ra and rv lead integrity. The field representative stated the physician is continuing with normal monitoring and no further information was provided. At this time, the system remains implanted and in-service. No adverse patient effects were reported.